Event description:
It was reported that when the product was being used, fluid was leaking. Status of the product at the time of the event is unknown. There was unknown patient involvement, but no patient harm/adverse event was being reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.